Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation, therefore omsc could not evaluate the subject device. The exact cause of the reported event could not be conclusively determined. However, based on the information from (B)(4), there was the possibility that this phenomenon was attributed to the failure of printed circuit board, which might be caused by the aging degradation of the subject device due to long term use. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for an unspecified procedure at the user facility, the endoscopic image was not displayed frequently on the screen of the subject device, even though the power indicator on the front panel lit up. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. Olympus (B)(4) checked the subject device and the reported phenomenon was duplicated, and also found that the printed circuit board of the subject device had failure. (B)(4)surmised that the failure of the printed circuit board might be caused the no image.